Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Ultimately, technical support decided to replace the pump, but the pump was out of warranty, customer declined an offer for an out-of-warranty loaner pump.